Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain the device information, but was not obtained.

Event description:
It was reported that during a lead explant procedure on (B)(6) 2019 (reference related MFR report:1627487-2019-12583 ) a portion of the lead broke off and remains in the epidural space. Additional surgical intervention may take place at a later date to address the issue.